Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible fracture. The right ventricular (rv) lead exhibited decrease in impedance, increase in thresholds and damage to outer insulation. The ra lead and the rv lead were capped. No patient complications have been reported as a result of this event.